Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two shocks. Technical services (ts) reviewed the stored episode, which appeared to be a supraventricular tachycardia (svt) above the programmed shock zone. Ts provided troubleshooting options including evaluating programmed clinical zone settings. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. The device remains in service.